Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that he was implanted for urinary retention however he had radiation cystitis, so he had a very high level of pain and his bladder was described as sunburned and blisters after having radiation treatment for prostate cancer. The patient reported that the radiation caused permanent cystitis. The patient reported that they wondered if the device ever helped with pain. The patient reported that after he had his implant was that it seemed like they couldn't get things working as well as they did with the trial period so they tried a different program and when he was on program 3 he got intense nerve pain when he started taking lyrica so the patient was trying to wean off the lyrica and was not sure if it was a coincidence but he didn't have the pain before the permanent implant and it was really severe nerve pain so the lyrica seemed to be helping with that but lyrica had a lot of side effects so he wanted to get off that. The patient reported that it had been stable except for that. The patient reported that when his bladder was full he had severe pain and spasms but when he could empty his bladder he could get rid of most of the pain. The patient reported that his doctors thought possible that the electrodes might have triggered and woke the nerves up and thought maybe that the patient was having pain before but that the nerves were dead. The patient reported that he still ha urinary retention but unfortunately he was expecting too much. The patient reported that it was still better than not having it; the device was allowing him to empty his bladder. The patient reported that when he first started to have the intense nerve pain they gave him gabapentin at first but that gave him some side effects so they changed to lyrica which the patient was able to tolerate better even though it still had side effects. The patient reported that with his type of retention he had a really long delay period of initiating the urination where he can't void but with the device he started to void he could empty his bladder completely and whenever they do ultrasound measurements he had a low volume of urine left in his bladder. The patient reported that he thought it was problems with his pelvic floor because the pain he was experiencing from his cystitis shortened all of his core muscles so they shorten but when you empty your bladder it lengthens your pelvic floor muscles so they relax, but his were tightening because of the pain. The patient reported that he bladder problems made it so he couldn't go places like a baseball or football game and couldn't always do things with his family would like him to do. The patient reported that he had already discussed his concerns with his healthcare provider and unfortunately with radiation cystitis there was very little they could do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted they have urinary retention and symptoms of overactive bladder due to radiation damage several years ago. They also said therapy only helped for a little while to help empty their bladder, but it never really didn't help them start voiding; only for a short while after implant. They are now scheduled to have a urinary dissection surgery (not related to device/therapy). The patient noted they will be turning the device off and maybe leaving it off for an extended period of time. As a result of what was reported, they were redirected to their healthcare provider (hcp) for medical direction after surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.